Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-dec-10 (B)(4) (rep, con): information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that on (B)(6) 2016 the patient went to the emergency room (ER) because of a hot burning sensation near the ins. The ER took a culture and confirmed that infection was present. The infection was treated, stimulation was turned off about one week prior to (B)(6) 2016, and the burning had stopped. The patient still felt the burning after the infection was treated and was okay. The patient had the burning sensation when stimulation was on after about an hour. Once the burning started it generally stayed. The patient did not experience symptoms when the ins was off. Impedance measurements were taken and most were normal except contact 11 which was elevated in the 5000s-8000s in ohms. Impedance testing was performed at 0.7 volts and results were in the 900s-1200s in ohms. The rep completed impedance testing in sitting, standing, and reaching positions as well as while pushing on the ins with very similar results. The patient was to begin to track if the issue was position related. It was noted that the burning was sudden and in the ins pocket. The rep turned stimulation on with no immediate burning sensation. The patient was to continue with stimulation and monitor symptoms.

Event description:
Additional information received from the manufacturer representative (rep) reported that the patient was out of town but the patient was going to try to keep a log of when they felt the burning sensation. There was a report that there were no high impedances.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.